Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet, changed the inset 23" infusion set, then received a high glucose alert and administered a manual insulin injection; multiple restart alerts persisted and an alert 38 motor stall was noted, after which the user completed a full cartridge, connector, and infusion set change with successful dry run and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after troubleshooting and education, with replacement supplies provided. Investigation included troubleshooting with a dry run and guidance to remain disconnected following the manual injection while monitoring for further alerts. Investigation of this case revealed evidence consistent with consecutive stalled motor events indicative of insulin delivery interruption, without observed bubbles, cartridge damage, or bent cannulas. It was concluded, based on previously established findings for similar reports, that the cause was insulin delivery interruption associated with motor stall, with user supply replacement and proper setup resolving the condition.